Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. In addition two channels were left extra-cochlea at implantation surgery. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
It was reported that the user has suddenly stopped hearing with the device about a month prior (B)(6) 2022). According to the father it is unknown if a trauma occurred. There was no redness or swelling at the implant site observed. Reportedly, the user was hearing well with the device before this event. Re-implantation had been scheduled for (B)(6)2022, however, it had been postponed due to covid-19 infection of the user.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the user has suddenly stopped hearing with the device about a month ago.